Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit low out of range pacing impedances. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed the rv lead had pacing impedance measurements that were recorded to be less than 200 ohms. Ts also noted slight rise in rv thresholds, however no noise events were recorded. Ts discussed continued monitoring with the hcp. At this time, no adverse patient effects were reported. This rv lead remains in service.